Manufacturer narrative:
It was reported by the dentist that the implant failed. No additional information could be available even after multiple attempts. No adverse events or serious injury was reported to the patient. The most plausible cause for this event could be failure to osseointegrate. A follow up report will be submitted after receipt of additional information and completion of the evaluation and investigation of the returned part.

Event description:
It was reported by the dentist that the implant failed. No adverse events or serious injury were reported to the patient as an outcome of this event. Multiple attempts were made to retrieve additional information about this event. However, no further information with regards to the patient details and device lot number was made available by the complainant. The most plausible cause for the failure could be failure to osseointegrate.

Manufacturer narrative:
Correction: section b b3: the date of event was added as it was omitted from the initial submission. Section d: d1: brand name updated as it was incorrectly reported on the initial submission. D2: commons device name updated as it was incorrectly reported on the initial submission. D4: model and category updated as it was incorrectly reported on the initial submission. The device was returned, but did not transfer to the investigator. However, the device investigation has been completed and the results are as follows: DHR results: the receiving router for implant driver from lot no. 151116-020 was reviewed and there was no evidence discovered to indicate any product defect or non-conformity. The part met all criteria and passed the inspection. The certificate of performance was also included from the supplier. Stock product reviewed results: no, as the afffected lot was not available. Returned sample(s)/device inspected? Yes, based on the description of the complaint, the implant drivers are the affected parts; however, only the implant was returned. The returned part was verified to be a hahn tapered implant 4.3 x 10 mm using the radiographic template. No defect or non- conformity was observed on the surface of the implant no, as the complaint is regarding the implant driver; not the implant. The packaged stock product is not applicable for review since no defect or non-conformity observed from returned product. Investigation results: the returned part was physically inspected in comparison with the DHR. No evidence indicates that the implant was defective or non-conforming as packaged based on the DHR. However, the returned part and the complained part are different. The customer states they "noticed abnormalities with the implant driver", but the implant driver was not returned. Root cause: the root cause for this complaint is inconclusive as the affected part (implant driver) was not returned; and therefore, could not be inspected to determine the cause of the complaint.